Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced muscle stimulation. During follow up in clinic, the pulse generator exhibited backup vvi operation. After a device product code download, normal device function resumed.